Event description:
Pt ((B)(6)) arrived to cath lab for tpa return and right lower extremity angiogram. Procedure went correctly, during closing access site, 7fr sheath was removed and perclose was inserted into left femoral artery. Perclose device broke at hydrophilic coating to metal shaft that holds sutures. Perclose was unable to be removed. Consulted for vascular surgery, vascular found perclose device broken in two pieces with the metal handle stuck in the arteriotomy, footplate in loose places, and the catheter segment stuck in the existing fem-fem bypass graft.